Event description:
Patient reported during her trial she was allergic to morphine. When she had dilaudid, she had relief for 19 days until pump was removed due to (B)(6). Patient has had (B)(6) 3 times in the past; she had an occurrence before the pump was implanted. Patient stated, the healthcare professional (hcp) had to scrape the (B)(6) out when the pump was removed. It took her longer to recover than the implant process. Per hcp, the patient experienced fever, redness, swelling and pain. A culture of the device pocket was obtained and results were noted as "(B)(6)". Treatment was indicated as IV and oral antibiotics, total system explant and wound vac. Patient outcome was noted as the infection resolved and no drug withdrawal. It was noted that the patient and husband both have history of (B)(6).

Event description:
An infection was reported. It was noted that the patient didn't have any pain for 18 days after implant and then went in for emergency surgery because she developed (B)(6). The patient felt "funny" and family wanted to take the patient to the emergency room but the patient did not want to go. It was also noted the patient had a fever of 103 degree and the health care provider wanted to see the patient. Per the patient they "drew some stuff out of the belly that was a pinkish color" and cultured. The patient was sent to the hospital and the device was removed. It was noted that the patient was hospitalized for a week after the explant and a wound vac was used. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: (B)(6) 2012, (B)(4) personal therapy manager, serial # (B)(4). (B)(4).